Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received battery failed alarm and another pump error alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement. Pump failed sleep current measurement due to moisture damage to pcb1 and pcb2. Unit successfully downloaded to thus. No pump error 43, pump error 23 or failed battery test alarms noted during testing. Verified in the pump history download the pump alarmed pump error 43 on 06/13/2022, 07:10:36.000 due to moisture damage to pcb1 and pcb2. Confirmed pump error 23 alarmed on 06/13/2022, 07:12:38.000 in pump downloaded history. Failed battery test alerts were noted at 06/12/2022, 15:14:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut opened and moisture damage was noted on pcb1, pcb2, motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, moisture damage, corroded motor home switch. Pump error 43 was confirmed due to moisture damage. Pump error 23 not confirmed. Failed batt test not confirmed, however moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.